Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient showed in our pixus who had been gone for a long time. However, there were no delays or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient showed in our pixus who had been gone for a long time. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were there and that was not in the station. The technical support specialist reviewed the issue of a stale patient record remaining in the system, advised the customer to configure the unit auto discharge setting (set to 365 days) to purge inactive patients, verified that the change would only impact the identified record, after which the patient entry was successfully removed and the customer confirmed resolution and requested case closure. The system functioned as intended after the technical support specialist investigated the issue.